Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluation confirmed the reported symptom "door latch error." During the evaluation, the device experienced "door not fully latched" message due to a failed upper link switch. The upper aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump displays door not fully latched alarms. There was no patient injury reported. No further information was available.